Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the external pulse generator (epg) presented with an error code. It was found, however, that the upper case was broken, the encoder was pushed inside of the epg, the lower case was damaged, the hanger assembly was broken, the output connector assembly was broken, and the display wires were pinched with the wire insulation exposed. It was also found that the main printed circuit board (pcb) was out-of-specification in an electrical manner, the on/off and lock buttons were flat, and one knob was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned due to presenting with an error code and a broken button, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.